Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02644. It was reported the patient was hospitalized due to a (B)(6) infection shortly after removal of the trial system on (B)(6) 2018. The patient underwent surgery on (B)(6) 2018 to remove the (B)(6) abscess on her spine. The patient is on intravenous antibiotics, and will undergo rehabilitation after being discharged. The healthcare facility believes the infection may have been caused by the trial system; however the patient did not exhibit any symptoms during trial. As of (B)(6) 2018, the patient returned to the hospital due to development of an allergic reaction to the administered antibiotics.